Event description:
It was reported that the device could not be interrogated and there was no magnet response. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis found that the device had no telemetry or output. The device lost telemetry due to battery depletion. The cause of the depletion was high current drain. Further analysis confirmed the high current drain condition. Electrical and x-ray analysis found a solder bridge between two solder bumps on an integrated circuit. The solder bridge caused a direct short between two signals which resulted in the high system current drain.